Event description:
It was reported that the right atrial (raj lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms. A revision procedure was performed where the ra lead and pacemaker were explanted and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).